Event description:
It was reported that the deivce was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon opened a laparoscopic cholecystectomy kit and during the procedure lost pneumoperitoneum due to a tear in the outer gasket on the working port trocar in sub xiphoid. The surgeon had to open a new 10/11 dilating tip trocar to continue the procedure. There was no consequence to the patient.